Event description:
Customer called on (B)(4) 2012, reporting of erroneous high potassium (k) results for 6 patients which were generated on the olympus au600 clinical chemistry analyzer. Customer stated that there were 6 corrected reports which were issued and that there was no change to patient treatment. Customer indicated that upon review other electrolyte results, sodium (na) and chloride (cl) results seemed to have been affected as well but customer reported that they were not all repeated to verify results. Customer refused service and believed that the issue has corrected itself but will continue to monitor qc closely every 2 hours following the event. Customer believes that this was a transient event which was possibly linked to fibrin. Upon review of instrument printouts provided by the customer, it was found that there were actually 7 patients who had corrected reports issued during the event.

Manufacturer narrative:
Evaluation code - conclusion code - (other): customer believes that this was a transient event which was possibly linked to fibrin.